Event description:
On 7/20/2023, an inquiry was submitted by a patient via phone inquiring about MRI safety information and material composition for unknown parts that were used in a previous shoulder arthroscopy procedure. He reported that on (B)(6)2023, when a suture anchor was placed during the procedure, the drill bit used to put the anchor in broke off, and a piece was lodged into the shoulder. The fragment could not be removed. Two weeks after the surgery, additional surgery was performed on (B)(6)2023 to remove the fragment, but the drill bit could not be removed and remained inside the patient. The patient could not confirm if the doctor had reported the event. The procedural outcome of the initial shoulder arthroscopy procedure was not affected, but the metal was permanently embedded in the bone. The patient only was aware of lot number 15083064 for the anchor that was used but could not provide any further information. The patient also did not want to disclose information about the surgeon and the facility where the event took place. This was resolved by advising the patient to obtain the part numbers used in the procedure from the surgeon and provide the part numbers via email to product surveillance so that MRI safety information and material composition could be provided to him, especially for the broken drill guide that was embedded in the patient's bone. On 7/24/2023, an email was received from the patient that an ar-3636 knotless fibertak soft anchor was used in the procedure. Additional information was requested to confirm the part number of the broken drill guide. On 8/8/2023, the patient called back via phone and stated that the surgeon told him that a nitinol guidewire was used for his procedure, but no part number was provided. He was advised to confirm the part number in writing to product surveillance so that MRI safety information and material composition could be provided to him. On 8/11/2023, an email was received from product surveillance that the patient had sent on 8/3/2023, stating that after speaking with the surgical staff, he stated that what happened in his surgery was that the guide used in the ar¿3636 to place the anchor into the bone is what actually broke off. He was mistaken to think it was the actual drill. So, it was the guide, which is part of the ar¿3636 package, there is a nitinol guide that the anchor is on the end of, which functions as a ¿guide¿. From his understanding, this was a combination of titanium and nickel. He was looking for MRI compatibility in the future.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.